Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an out of range shock impedance measurement of 125 ohms. Technical services (ts) recommended programming changes. No adverse patient effects were reported. This ICD remains in service.